Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 had failed. A field service engineer (fse) reseated the cables at the back of the drawer, removed all cubies, and cleared debris. Diagnostics were run on drawer 4.2, and the tests passed. The customer inventoried medication in the drawer and reported no issues. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 was failed. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.